Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Common causes of this failure are typically attributed to component failure. Additional observations that were not reported by the customer were also identified. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration. Common causes of the failure mode corroded instrument bearings are typically attributed to the user mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was also found to have dried residue on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse, for example by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the instrument (part #471172-17 / lot # k13220201-0314) associated with this event was performed. Per logs, the instrument was last used on 28-oct-2022 on system sk2775. The instrument had 11 uses remaining after last use. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed that the maryland bipolar forceps instrument was found to have localized melting near the grip base. Thermal damage at or near conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused localized melting of the instrument near the grip base to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have melted in the corner where the metal meets plastic. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to the last procedural use with no issues noted. The damage was identified after processing and following the patient case. The damage was the melting in the corner where the metal meets plastic. It was unknown if the damage occurred prior to reprocessing (during the procedure) or as a result of the processing. The reporter had no additional information to provide.